Event description:
An aneurx stent graft sys was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. The aortic neck was 1 cm in length with a slight angulation-25 degree. The pt was implanted however the physician was unable to obtain a seal for the type I endoleak. The physician placed an aortic cuff and ballooned the vessel however the physician was unable to resolve the type I endoleak. The physician elected to perform an open surgical repair. The pt was reported to be fine and no add'l clinical sequelae have been reported.

Manufacturer narrative:
Eval: results - (migration, endoleak), (pending device eval). Conclusion: (pending device eval).